Manufacturer narrative:
Updated reporting institution information.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device is malfunctioning but was not specified as to what the malfunction was. No impact to patient was alleged.

Manufacturer narrative:
Previously reported on (B)(4) with MFR report #3003832357-2025-000284. Device investigation took place on (B)(4).